Event description:
Loosening of connection of pressure monitoring kit with bleedback reported. A general report of two undocumented incidences of the pressure monitoring kit becoming loose at the junction of the luer lock from the flush bag tubing and the proximal end of the transducer was rec'd. There was no info on one of the incidences. In the second incident, while the clinician was "assessing the patency of the tubing due to bleedback in the system, a scant amount of blood was found to be leaking at the luer lock/pre-transducer site (between the pressurized bag and the transducer)". The set luer lock was tightened and the line flushed to resolve the problem. No pt harm was reported. Add'l pt info was requested, but no further info was available.